Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on (B)(6)2013. (B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture".

Event description:
Patient reported unknown side "raynaud's phenomenon", "being diagnosed with a neurological disease", and "numbness and cramping in my feet and legs". Physician reported a "left side rupture". Event of "numbness and cramping in my feet and legs" is not device related. The device has been explanted.